Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: no product was returned, a retained sample was evaluated by product analysis on (B)(6) 2011 with the following findings: no product was returned against the complaint at the time of investigation. The cartridge passes visual inspection, no damage or defects were observed to the luer connection, o-ring, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing.

Event description:
A family member reported that the patient experienced a blood glucose (bg) of "high" on the meter with 1.3 mmol/l ketones and nausea. It was reported that the patient's bg the previous night was 15.6 mmol/l and during a correction bolus the pump emitted an occlusion alarm. The rest of the bolus was reportedly programmed and completed without alarms. During the night the patient's reported bg was 20 mmol/l and the correction bolus was interrupted by an occlusion alarm. The rest of the bolus was reportedly programmed and completed without alarms. By 2:30 am, the patient's reported bg was up to "high" with nausea and ketones. The family member reported that the pump had multiple occlusion alarms on two cartridges from the same lot. The family member confirmed that the she cycles cartridges appropriately and changes the cartridge every 2 to 3 days. The family member reported that the cartridges were hard to cycle and the pump made a grinding motor sound when priming both cartridges. The family member confirmed that with a cartridge from a different box, the pump sounded normal. The family member confirmed that there were no site or set issues noted. Customer support advised the patient to continue use of the pump using cartridges from a different box. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.